Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from the connector is unconfirmed since the problem was unable to be reproduced; however, an IFU statement regarding a ¿leak¿ at the needleless connector states ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ one 20 ga safestep infusion set w/y site was returned for investigation. Use residue was observed throughout the sample. The sample was flushed through the proximal hub and through the y-site hub and was found to be patent to infusion. The sample was then pressurized and no leaks were observed. Since no leaks were present during functional testing of the sample, the complaint is unconfirmed. A lot history review (lhr) of ascss0199 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the nurse attempted to draw labs from the distal luer of the needle she noticed that blood was leaking from the proximal needleless connector. No patient injury was reported.